Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to an emergency room with complaints of racing heart, but it was noted that the heart rate was normal. Upon interrogation, out of range, low lead impedance was noted on the right ventricular lead. It was noted that the device automatically switched the right ventricular lead to unipolar pacing and high output caused pectoral stimulation. Multiple ventricular noise reversions were also noted. Noise could not be reproduced with arm movements or pocket manipulation and out of range impedance measurements was also unable to be reproduced in bipolar and unipolar configurations. The right ventricular lead was reprogrammed in unipolar pacing configuration and pectoral stimulation was resolved after the device was reprogrammed at appropriate output. The patient was stable post interrogation.